Event description:
Info rec'd indicates, the foot end casters will not hold when in brake.

Manufacturer narrative:
The tech found the hex rod set screw was missing which prevented the foot end casters from setting in the brake position. The tech replaced the set screw to repair the bed.